Event description:
The report stated that during a tah procedure, the lf4200 was not sealing properly even though an end tone occurred, indicating that the seal was complete. There was oozing/bleeding which was addressed by the physician with sutures. There was no reported pt impact. The device was discarded by the hospital.

Manufacturer narrative:
.